Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed non-sustained right ventricular oversensing episodes. The patient was brought into clinic and it was determined that the oversensing was related to a right ventricular lead fracture or lead chatter with a previously capped lead. The device was reprogrammed. Patient was stable and will continue to be monitored.